Manufacturer narrative:
No serious injury was reported as a result of this malfunction. It is believed unlikely, however, if the field were deleted and the operator did not notice, and no subsequent practices caught the error, treatment could result in an underdose. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Treatment fields were deleted by the system during simulation. Upon saving the images, a system warning message appeared, stating that one according field would not exist for one of the image geometry and was deleted. No other errors or messages.